Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Additional observations: red particles observed, on the device. Crease fold, wear abrasion and deformation device observed, on the device. Air voids observed, in the gel. No further actions are required, as the device was implanted.

Event description:
Medical staff reported, rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Medical staff reported rupture. Device was explanted and replaced with non-allergan device.